Event description:
This defect prevents the clinician from being able to practice sterile technique in this procedure. Event # 1: date: [redacted]: in multiple cap change kits, the gloves are coming uncuffed, making it impossible to sterilely don the gloves. All kits are in same lot number. [Date redacted] medline advised sites to compile all in this lot number and place new orders. They believe it is lot specific. [Date redacted] rep from medline opened a complaint with the quality team. [Date redacted] medline confirms there are "bad" lots and are providing extra gloves for sites to use., which will be placed outside of kits. Removal of kits would cause back orders per medline. [Date redacted] facility asked if we can expect a recall notification about these and the other kit in the next event. Product: centurion/medline kit #lc205a. Lot # 24kbq886. Event #2: date: [redacted]: pediatric port change kits with lot # 24lbl328 have sterile gloves with no cuffs. [Date redacted] medline has identified bad lots within the cap change kits and this port change kit. They are addressing locally by providing extra gloves and attaching to kits. Recall/defect team have asked medline if they are going to issue a recall notification product code: dt21160b. Lot # 24lbl328. Manufacturer response for sterile kits, (brand not provided) (per site reporter).